Manufacturer narrative:
Unit passed displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device was producing a low beep sound and volume 1 and volume 5 had the same low sound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.